Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
A mfg consultant was present at a pt initial vns implant. High impedance was attained during the surgery. Troubleshooting (irrigating the nerve and reinserting the lead pin) did not resolve the issue. The implanting surgeon did a generator test using a test resistor, which was within normal limits. The surgeon did another system diagnostic test with the pt's lead which resulted in high lead impedance. The lead was removed and a new lead implanted and testing was within normal limits. The lead is at the MFR pending completion of product analysis.